Event description:
The patient had a pump replacement and fill on (B)(6) 2012. While in the hospital for the pump replacement, that night the patient experienced a loss of effective therapy. On (B)(6) 2012, the patient presented to the emergency room with increased spasticity and signs of withdrawal. Per hcp, the patient was doing a little better but was still having increased spasticity. The hcp wanted to replace the drug that was put in the pump on (B)(6) 2012. A dye study was performed. They were able to aspirate and inject dye but with great difficulty. The patient had arachnoiditis near the catheter tip but the physician felt it was not bad enough to have caused the difficulty in aspirating and injecting the dye. The catheter appeared intrathecal. The catheter was occluded at the distal segment. A revision of the catheter was performed. The patient was hospitalized. The patient recovered without sequelae. The pump was delivering baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2005 (B)(6), explanted: product type catheter; product ID, 863740 serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type pump; product ID, 8578 serial# (B)(4), implanted: 2012 (B)(6), explanted: product type accessory. (B)(4).